Manufacturer narrative:
The reason for lack of efficacy of the system is unclear, however the patient also reported having previous surgeries on their back and planning another one in the future. Patient stated that the physician planning to perform the future procedure had requested to have the nalu system removed. Suspect the patients symptoms were possibly related to worsening of pre-existing condition and that the request for explant was primarily in preparation for upcoming back surgery.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The patient had participated in a trial phase with nalu and had reported that during the trial the pain levels had reduced from 8/10 down to 2/10. The trial and permanent implant both targeted the cluneal nerve. After activating the permanent system the patient underwent multiple reprogramming sessions but reported that the system was not providing the expected levels of pain relief. Field testing of the system while implanted appeared to show that the all components were functioning as expected and there was no evidence of component migration. A full system explant was performed on (B)(6) 2024 due to inadequate pain relief.